Manufacturer narrative:
Eval summary: (B)(4) - electrohydraulic lithotripsy probe, 9 fr. Visual inspection confirmed the metal bushing of the probe separated from the probe and 25% of the metal bushing was missing. Visually there was no insulation on the metal tip. The only damage was to the distal tip. There was no other damage to other parts of the probe. All components are received from richard wolf gmbh for the assembly of this device at richard wolf medical instruments. The metal bushing is laser welded onto the wire at richard wolf gmbh. The damage that caused the metal bushing to separate from the probe is not a mfg issue. Cause of event: user device interface. An additional copy of our manual will be provided to the customer.

Event description:
It was reported that during a cystoscopy lithotripsy procedure while blasting a stone the tip of the probe separated from the probe. The tip was retrieved with a biopsy forceps. Visual confirmation by the surgeon ensure that no parts remained in the pt. There was no pt injury.